Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted (B)(6) 2017. The internal investigation was completed on 14sep2017 and resulted in the determination that the freezing of the hemo monitor display was due to a faulty lavacard. The customer's pc and lavacard were returned to merge healthcare on 18apr017 for evaluation and development was able to reproduce the issue. Moving the lavacard to another computer also introduced freezing on the second computer. Development concluded this must be a faulty lavacard. A review of the customer's hemo case management within merge healthcare's internal database found that no further freezing issues have been reported as of 24feb2018. Revised information contained in this supplemental report includes the following: date device returned to manufacturer, updated contact office - name/address, date new information received by manufacturer (internal investigation closed date), indication that this is follow-up report 1, indication of additional information and device evaluation, indication that device evaluated by manufacturer, included device manufacture date, (B)(4), indication of additional manufacturer information is contained in this follow-up report.

Manufacturer narrative:
Merge technical support continues to work with the customer to ensure that the alleged issue is resolved. The investigation is ongoing and a supplemental will be filed when a conclusion is available.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On 18apr2017, the customer reported that the hemo monitor froze a couples of times during a procedure on friday (B)(6) 2017, and the hemo monitor was rebooted. This caused about a five (5) minute delay and a loss of patient monitoring with the merge hemo device. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that could result in harm to the patient. However the procedure was completed successfully once the hemo monitor was rebooted. (B)(4).